Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis. Deflation was suspected on (B)(6) 2018, and confirmed by visual examination on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with sientra silicone gel breast implant 385cc gel prostheses on (B)(6) 2018. The patient did not require extended hospitalization as a result of this event.   The device was received at mentor without fluid. Black material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.3 cm on the posterior aspect. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause.    The complaint was confirmed since a rupture was found on the device. At this point it is not possible to determine the origin of the black material observed in the device. The device history record (DHR) of lot number 6484976 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.   Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 250cc saline prosthesis, catalog #3542635, serial# (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis. Deflation was suspected on (B)(6) 2018, and confirmed by visual examination on (B)(6) 2018. As a result, bilateral prosthesis replacement with sientra implants is planned for (B)(6) 2018. The patient did not require extended hospitalization as a result of this event.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2018: the patient underwent bilateral removal and replacement with sientra silicone gel breast implant 385cc gel prostheses on (B)(6) 2018. Additional information received on (B)(6) 2018: date of event: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).